Event description:
Lead capped and abandoned in place due to impedance increase from 1577 ohms at implant to 2836 ohms at time of generator change. Product was not returned and remains in the implanted state. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.